Event description:
Patient's legal counsel reported that patient underwent hip resurfacing arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised to a total hip arthroplasty implanting metal-on-metal system on (B)(6) 2005 due to unknown reasons. Legal counsel for patient further reports patient allegations of elevated cocr levels and tissue/bone destruction. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2005, was due to a hematoma, pain, and a periprosthetic fracture. The operative notes confirm that the resurfacing head was removed and the patient was converted to a total hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01735 / 01736, 2013-04008/04009).